Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose for two weeks between the hours of 3:00 a.m and 5:00 a.m. And was advised by endocrinologist to change basal rates. Customer's blood glucose were 56 mg/dl, 50 mg/dl, 45 mg/dl, 53 mg/dl and 66 mg/dl. Customer had symptoms of panicking, sweating, and mentally confused. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer received assistance in programming insulin pump. Customer was advised to call back should issue persist.